Event description:
The physician was at the bedside to place a triple-lumen acute hemodialysis catheter. Insertion of catheter was successful, but when the physician attempted to remove the guidewire, the guidewire's external coiling separated from the internal cord. The entire catheter and guidewire were removed from the patient. A triple-lumen central line was placed successfully after. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The physician was at the bedside to place a triple-lumen acute hemodialysis catheter. Insertion of catheter was successful, but when the physician attempted to remove the guidewire, the guidewire's external coiling separated from the internal cord. The entire catheter and guidewire were removed from the patient. A triple-lumen central line was placed successfully after. No patient harm reported. The patient's condition is reported as fine.